Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm checked the iabp unit and noted that the batteries were fully charged upon arrival. The stm ran the iabp unit on battery power in order to deplete the batteries, then plugged in the iabp unit and checked the charging system. The stm observed normal function and noted that all was working as it should. The stm noted that the issue may have been a user error. Since the iabp unit was being stored in an area that had no power outlets, the batteries were not being charged. It was noted that the customer has since started storing the iabp unit where there is power outlet, and that the batteries are now being properly maintained. Subsequently, the stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during battery recall training, the batteries for the cardiosave intra-aortic balloon pump (iabp) were not charging. There was no patient involved and no adverse event was reported.